Manufacturer narrative:
The reported event could not be confirmed since the device was not returned for evaluation and no other evidences were provided. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. There was no allegation against the product, the labelling or distribution reported, therefore the event can be classified as user related. In general following statement of the he gamma4 implants instructions for use can be pointed out in relation to this event: " the licensed healthcare professional¿s education, training and professional judgment must be relied upon to choose the most appropriate device and treatment. They should warn patients about these contraindications and limitations when appropriate. Implant selection and sizing: the correct selection of the fracture fixation appliance is extremely important. Failure to use the appropriate appliance for the fracture condition may accelerate clinical failure. Failure to use the proper component to maintain adequate blood supply and provide rigid fixation may result in loosening, bending, cracking or fracture of the device and/or bone. The correct implant size for a given patient can be determined by evaluating the patient¿s height, weight, functional demands and anatomy. Every implant must be used in the correct anatomic location, consistent with accepted standards of internal fixation." If more information is provided, the case will be reassessed.

Event description:
As reported: "an intermediate nail for right was inserted on the left side incorrectly. During the lateral fixation drilling, the left-right reversal was noticed. It was suggested to swap the nail, however, due to concerns about reduced fixation strength from swapping the lag screws, the doctor decided not to swap them. Instead, lateral fixation screws were inserted, and the procedure was completed."

Event description:
As reported: "an intermediate nail for right was inserted on the left side incorrectly. During the lateral fixation drilling, the left-right reversal was noticed. It was suggested to swap the nail, however, due to concerns about reduced fixation strength from swapping the lag screws, the doctor decided not to swap them. Instead, lateral fixation screws were inserted, and the procedure was completed."

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.